Manufacturer narrative:
Correction: upon further review, it was determined that this report was inadvertently submitted as a duplicate of MFR. Report number: 2016493-2026-12023 please refer to MFR. Report number: 2016493-2026-12165.

Event description:
It was reported that when using the bd pyxis¿ medbank tower cabinet kept turning on and off and there was a power issue. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was powered on and off by itself. A field service engineer inspected the unit and adjusted the power cable to all-in-one, securing it with a zip tie to ensure proper stability. The station was moved and tested to determine whether it would power off, but it remained powered on consistently. No additional issues were observed during the inspection, and all other cables were checked and confirmed to be secure with nothing found loose. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower cabinet kept turning on and off and there was a power issue. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.